Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information during jj insertion, the proximal end of the stent presented a problem as there was a blockage of the meatus on the guide. Operating time was longer.

Event description:
According to the available information during jj insertion, the proximal end of the stent presented a problem as there was a blockage of the meatus on the guide. Operating time was longer.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9717608. Checking the quality databases revealed no anomaly in connection with the described defect. A similar case study was perfomed based on same item number aj42d4xx , same defect over last four year, no similar cases was found. On 11th july, we received one used sample: only stent product. After desinfection, the stent received was visually checked and no defect was observed about appearence. Dimensional check was also performed and no defect was observed, measurement done was compliant with specifications: internal diameter:1.02 mm ( min: 1.01 / max: 1.11) measured with control pin external diameter: 1.99mm ( min 1.95 /max: 2.05) measured with zumbach instrument. Length bevelled section: 4mm no issue was observed about this medical device. We cannot define any root cause despite the defective medical device investigation.